Manufacturer narrative:
The insulin pump powered up properly after battery installation. No blank display or audio/beep anomaly noted. However, the insulin pump had unresponsive buttons due to flattened (creased) all buttons dome switch. No unlocked lcd keypad connector noted. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to unresponsive button. The insulin pump had battery cap stripped battery cap, minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, stained address/serial number label and missing end cap sticker.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received beeps from the insulin pump and it had a blank screen. The customer¿s blood glucose level was 286 mg/dl which they treated with syringe. Troubleshooting was performed. It was found that the battery cap was broken and they were unable to loosen the battery cap to change the battery. They were advised to discontinue use of the device and revert to a back-up plan. They were advised that the device would be replaced and agreed to return the product for analysis.